Event description:
A patient was intubated by anesthesia team. Follow-up showed minimal tidal volume loss. The next day the physician requested reintubation for possible leakage of cuff. Anesthesia reintubated and found cuff ruptured. Due to timing felt to be related to initial intubation. Patient suffered no complications.